Event description:
The physician successfully deployed the excluder bifurcated endoprosthesis device. Upon withdraw of the 18fr. Access sheath from the right external iliac artery, the iliac artery ruptured. The artery was sugically repaired using a gore-tex vascular graft. There were no adverse effects to the pt. Additionally, there was no allegation of product deficiency made by the physician.